Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump keypads were sticking and pump rejecting new batteries. The customer also stated that the batteries were drained quickly as the customer going through batteries quicker. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical interventions were reported. The product mmt-1880l will not be returned for analysis

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully downloaded using the thump software. The adapt tool was utilized to search for any keypad-related alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint, and no relevant keypad alarms were noted. The baat tool was utilized to search for any battery-related alarms. Battery cycle 8.0 received the lowbatteryalert (104) on 08/03/2025 17:46:00 after more than 7 days at 22.77 days. Battery cycle 6.0 received the lowbatteryalert (104) on 07/11/2025 18:55:00 after more than 7 days at 24.94 days. Battery cycle 5.0 received the lowbatteryalert (104) on 06/16/2025 18:11:00 after more than 7 days at 15.81 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the self test, sleep current measurement, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Unit is functioning properly. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, all connectors were seated properly and no moisture damage or anomalies were noted. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In conclusion, the customer¿s allegations of a keypad anomaly, failed battery test, and charge/battery lasting less than expected were not confirmed due to the unit being tested successfully. Battery history review confirmed normal battery performance with no unexpected power loss events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.